Event description:
During cardiac intervention procedure the angioplasy wire was pulled back into the guiding catheter. The distal radiopaque tip of the wire broke off and became lodged in the circumflex/marginal branch of the left coronary artery. A snare retrieval device was used to remove the portion of wire. The pt experienced no adverse affects.